Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 44 mg/dl since 2 hours. The customer treated with food. The customer also reports a bent cannula. Customer has been using insulin pump system within 48 hours of reported. Customer states auto mode was not active. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. The customer also report about change sensor, calibration not accepted and sensor update alert. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.